Event description:
Report of tubes inside gas flow sensor came apart. This is second incident this week. This causes a catastrophic leak of medical gas in system. Tubes are held together with a thin layer of adhesive which looks like it has dried and flaked off. In this case, pt was switched to a separate breathing system to complete case. No pt consequences.